Event description:
It was reported that during an acl suture surgery the anchor broke at the distal fixation. The broken off piece has been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 05-mar-2025: further information was provided that two additional sets have failed during the same surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information. Complaint allegation is confirmed. Visual inspection identified that the threads of the swivelock's anchor of the implant system, secondary fixation with 4.75 mm biocomposite swivelock®, acl/pcl repair had warped. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0087-eo warnings - 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.